Event description:
Dexcom g6 sensor malfunctioned resulting in the stoppage of insulin from tandem insulin pump. This caused rapid increase in blood glucose level resulting in dka (diabetic ketoacidosis) to occur. Dexcom g6 suddenly started reading low. Glucose was tested with finger stick with contour next glucose meter. Reading was 102. Attempted to calibrate dexcom but would put calibration in & 5 minutes later it returned to low reading. This resulted in tandem tslim:x2 insulin pump to stop delivery of insulin. Continued false reading resulted in insulin pump being shut off for over 30 minutes until I took it out of control-iq mode. After 90 minutes the dexcom still has false reading and multiple calibrations did not fix issue. The lack of insulin resulted in glucose rapidly rising causing diabetic ketoacidosis. Dexcom g6 reading low or under 40 mgdl. Actual glucose was 102. Dexcom continued to malfunction reading low.